Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl with trace ketones. Manual injections were used to address bg. Reportedly, customer changed the pump supplies to address the issue and ultimately reverted to manual injections for alternate insulin therapy.